Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements and lower than expected pace impedance measurements. A revision procedure was performed to replace the lead. During the procedure, the physician had difficulty removing the lead and the lead had broke inside the patient during extraction. Full removal of the lead was unsuccessful with the distal coil still implanted in the patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.